Event description:
It was reported that, this pacemaker exhibited farfield oversensing leading into pacing not as expected. The technical services (ts) recommended reprogram options. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this pacemaker exhibited farfield oversensing leading into pacing not as expected. The technical services (ts) recommended reprogram options. This pacemaker remains in service. No adverse patient effects were reported.